Event description:
Initial and f/u info received on (B)(6) 2010 from a physician respectively was processed together. This spontaneous case from (B)(6), initially assessed as non-serious has been upgraded to serious by the reporter due to persistent disability, based upon the additional info received on (B)(6) 2010. This case is associated to case (B)(4) by reporter. This case involves a (B)(6) female pt who was injected with poly-l-lactic acid (sculptra) on (B)(6) 2009 for skin tightening. Treatment details: (B)(6) 2009: dilution volume: sterile water (volume unk). Amount injected: 5 ml (nos). Batch number: 1a8024. Route: subcutaneous. Region(s) injected: left and right malar area, cheeks and marionette lines. (B)(6) 2009: dilution volume: sterile water (volume unk). Amount injected: 5 ml (nos). Batch number: 1a8024. Route: subcutaneous. Region(s) injected: left and right malar area, cheeks and marionette lines. Relevant medical history and concomitant medication info were not mentioned. The pt had no previous similar events after poly-l-lactic acid therapy, or with other products. The pt had no acute/chronic cutaneous diseases, no autoimmune disorders, no granulomatous disease, and no tendency towards pathologic scarring. There were no recent hormonal changes. The pt was submitted to other aesthetic treatments (not specified). The pt developed a visible nodule under her right eyelid and a non-visible nodule under her left eyelid, from (B)(6) 2010 and currently ongoing. Regarding the right eyelid nodule, it was accompanies by pain, inflammation, and edema at the eyelid area. No biopsy was taken. Corrective treatment included intralesional injection triamcinolone (trigon depot) and topical corticosteroids (nos). According to the physician the adverse event did lead to an aesthetic type permanent impairment of a body function or permanent damage to a body structure. No surgical intervention was needed. Outcome: not recovered. A ptc (pharmaceutical technical complaint) was initiated: (B)(4).